Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging the patient's onetouch ultra2 meter was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2012 at 7:30pm, he obtained readings of ''165mg/dl'' on his lfs meter and ''115mg/dl'' on his mother's meter (unknown type). The reporter claimed the patient uses oral medications (type and dose unknown) with diet and exercise to manage his diabetes. The reporter stated the patient made no changes to his diet, activity level or medications on the day of the alleged issue. The reporter stated a few minutes after the alleged issue occurred, he developed symptoms of ''heart palpitations, sweaty and dizzy.'' The reporter stated the patient self treated with something to eat or drink on (B)(6) 2012 at 7:30pm. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The cca noted the patient's testing process was correct and the test strips were in good condition. However a control solution test was not run due to the patient not having the correct control solution available. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained an inaccurately high reading, made no changes to his usual routine and developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.